Manufacturer narrative:
This report is being submitted as additional information was received that this lead was capped and replaced. The device was not returned for analysis, as it remains implanted; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded a code 1005, indicative of high out of range shock impedance measurements, measuring greater than 125 ohms. Technical services (ts) recommended programming options or lead replacement. No adverse patient effects were reported. This right ventricular (rv) lead remains in service. Additional information was received that this rv lead was capped and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded a code 1005, indicative of high out of range shock impedance measurements, measuring greater than 125 ohms. Technical services (ts) recommended programming options or lead replacement. No adverse patient effects were reported. This right ventricular (rv) lead remains in service.

Manufacturer narrative:
The device was not returned for analysis, as it remains implanted; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.